Event description:
The customer contacted manufacturers product support (pse) who reported the device was not in use on a patient and the reported problem was occurring during testing. Per pse, it was determined that the customer did not have the proper test equipment and was not testing per the device service manual. The pse advised the customer to perform the testing per the manual and no other way. The pse reported the customer will call back if needed. There has been no call back received. This reported problem was identified to be due to user error.

Event description:
The customer reported the ventilator was alarming due to a low leak occurrence. The customer reported the device was in use on a patient and there was no patient harm. A low leak occurrence may pose a co2 rebreathing risk to the patient with ventilation continuing if possible. Evaluation and service of the device is pending.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Evaluation pending.